Manufacturer narrative:
Repair log number: (B)(4). Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. Reference e-complaint: (B)(4).

Event description:
Coopersurgical, inc. Repair log number: (B)(4). A retrospective review of the reported complaint condition: "foot pedal works v. Erratically - mostly when tested working when pressed not or intermittent checked with different pads - problem only with energizing (starting) system". Indicates a product malfunction which could possibly necessitate intervention. Reference e-complaint number: (B)(4).